Event description:
Event description guidant received information that at a follow-up visit this ventricular lead had an increase in impedance measurements, from 700 ohms to 1500 ohms. The physicain obtained an x-ray, which revealed a fracture of the lead in the pocket. The patient is not pacemaker dependent and critical therapy was not inhibited by this. The lead was then surgically abandoned, replaced and the portion that has been removed will be returned for analysis.